Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial numbers. The baseline gender/age characteristics is male/64 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: cardiac implantable electronic device infections in saudi arabia: incidence, timing, causative organisms, and outcomes ¿a multicenter study. Journal of the saudi heart association. Vol. 37: iss. 4, article 20. Doi: 10.37616/2212-5043.1468. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding infection in patients with cardiovascular implantable electronic devices (cieds). The authors described patients who developed pocket or systemic infections. Pocket infection included evidence of local erythema, tenderness, or purulent discharge at the device site, or systemic infection which included positive blood cultures or lead vegetation. Pathogens found were staphylococcus aureus, coagulase-negative staphylococci, and pseudomonas aeruginosa. Patients received antibiotics, underwent device system extractions, or revision procedures. There were patient deaths; however, the specific causes of death were unknown. The status of the devices and leads is unknown. No additional adverse patient effects were reported.